Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the device and identified the following: the proximal handle is intact and there are no visual defects along the length of the fiber body. The proximal cap is on. The distal tip is missing and there appears to be a break with rough edges at the distal end of the fiber jacket. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during preparation for use before an unspecified procedure, the subject device did not have a clear distal tip. The intended procedure was completed with a similar device. A request for additional information is in progress.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device appears to have some evidence of burn-back/ use. A used fiber is expected to have the fiber burn-back to near the fiber coating as seen in this complaint. No device malfunction occurred and this burn-back is expected. Olympus will continue to monitor field performance for this device.